Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, and motor and vibrator assembly during visual inspection was noted. No blank display during testing. No damage was found on the lcd isolation tape and no failed battery alarm during test was noted. The pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of a failed battery test and blank display from the insulin pump. The customer's blood glucose level was 85 mg/dl. The customer stated that he removed the battery cap for 10 minutes and received a blank display. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.